Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed and no motor error alarms were noted. The insulin pump powered up properly after battery installation and the operating currents are within specifications. No unexpected weak battery alarms noted. The insulin pump passed basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a weak battery alarm, motor error alarm and pump had a missing dome label sticker. Insulin pump would be replaced.